Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4209924. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, our quality engineer states that this complaint it is related to a known manufacturing issue. Remedial action required: CAPA (B)(4) was previously opened to addresses the quality issue in this complaint (introducer peel incorrect/won¿t peel). The lot #5209924 addressed in this complaint was manufactured under the same conditions, and within the same timeframe during which we determined that a specific production issued occurred. (B)(4).

Event description:
It was reported that a 26 g (1.9 fr) x 1.9 cm bd introsyte-n¿ precision introducer was used to place a PICC line in a patient. The device did not peel apart correctly. The device and the PICC line were removed, and a new PICC line was placed.

Manufacturer narrative:
Results: as previously reported, a sample is not available for evaluation. However, the customer provided two photos of the affected device for investigation. The photos revealed a 26g peel away otn sheath that was in two portions. It was evident that the split of the sheath began at the tab (handles) and ran the length of the sheath. Signs of resistance to peel at the tip of the peel away sheath were also observed. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 4209924. Conclusion: althouth the photos confirmed the customer's reported defect, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.